Event description:
The patient stated that her infusion device displayed a 2.0 and four dashes on the display screen. The patient tried removing and then reinserting the power pack, but the infusion device was frozen and continuously beeping. The patient stated the power pack was 2 weeks old. To troubleshoot, the patient was instructed to insert a new power pack. After inserting the new power pack the infusion device worked properly. The patient was aware of the power pack recall and that the power pack must be changed every two weeks. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.